Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, an alert was displayed indicating the leadless pacemaker had a power on reset. No programming changes or intervention were required with the leadless pacemaker functioning normally. The patient was upgraded to an implantable cardioverter defibrillator (ICD). The patient was in stable condition.

Manufacturer narrative:
The reported event of backup mode was not confirmed. The leadless pacemaker was returned for analysis. Visual inspection found no anomaly of the device helix. The device battery voltage was above elective replacement indicator level (eri) upon receipt. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.